Manufacturer narrative:
This MDR was reported in error. This event was previously reported; this resolute onyx stent dislodgement was reported in (B)(4).. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat a lesion. It was reported that the stent dislodged from the delivery system. No patient injury was reported.